Manufacturer narrative:
Citation: ogami t, ridgley j, serna-gallegos d, et al. Outcomes of surgical aortic valve replacement after transcatheter aortic valve implantation. Am j cardiol. 2022;182:63-68. Doi:10.1016/j.amjcard.2022.07.026. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature was reviewed regarding the outcomes of surgical aortic valve replacement (savr) after transcatheter aortic valve implantation (tavi). Of the 17 patients included in the study population, 6 underwent tavi with medtronic transcatheter valves (corevalve = 3, evolut pro = 2, evolut pro+ = 1). One corevalve patient (case 3) and one evolut pro patient (case 7) required savr during tavi (surgical bailout) because of aortic annular rupture and paravalvular leak, respectively. The four remaining medtronic transcatheter valve patients (case 1, case 8, case 16, and case 17) required savr between 2.3 and 14.6 months after tavi. The reasons for surgical explantation were as follows: structural valve degeneration (case 1), other (case 8), and paravalvular leak (case 16 and case 17). During savr (surgical explant of the implanted transcatheter valve), 4 of the 17 patients in the study received a medtronicfreestyle surgical valve (case 3, case 8, case 10, and case 12). Post-operative outcomes that occurred after freestyle implant included: in-hospital death (case 3, case 8, and case 12), in-hospital major bleeding (case 10), 30-day hospital readmission (case 10), and death at one-year post-implant (case 10). No further information pertaining to medtronic products was noted.